Event description:
It was reported that the programmer pen did not follow the screen. There is misalignment between the screen and the programmer pen. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the stylus was calibrated. (B)(4).